Event description:
Pt presented to orthopedic surgeon complaint of painful hardware. One of the anterior to posterior screws was outside of the plate and had become more prominent and was just underneath the subcutaneous tissue and causing difficulties with the brace that she wears for her weakness of the right ankle. On (B)(6) 2011 under mac anesthesia with local, the surgeon removed the screw. She was discharged on the day of surgery to home to begin immediate weight-bearing and follow up in the orthopedic office 7-10 days post op for wound inspection and suture removal.